Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet for approximately two weeks, with agent review indicating aggressive correction behavior and large meal dosing compared to prior multiple daily injections, and the user received education on hypoglycemia treatment and proper meal announcements. Symptoms included feeling unwell and frustration during hypoglycemia, with the lowest reading reported as ¿low¿ and duration of approximately 30 minutes, and low glucose alerts were received. Outcomes included no need for external assistance and no professional medical intervention or hospitalization. Investigation included review of user-reported data, trend assessment of insulin delivery versus meals and corrections, and user education on treatment of lows and device use. Investigation of this case revealed hypoglycemia with subsequent hyperglycemia after treatment, with contributing factors including aggressive algorithm-driven meal and correction dosing early in adaptation and potential overtreatment of lows, with no device alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.